Manufacturer narrative:
Evaluation summary: a company representative tested the handpiece on the system and the handpiece was able to successfully prime and tune, with no system messages displayed. The company representative ran the handpiece under the surgeon¿s normal settings and found it to heat up immediately. There was no mention of the handpiece rising to above specification. The company representative suggested a replacement. The phaco handpiece met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a handpiece heated up during a cataract surgery. The event did not cause any harm to the patient undergoing surgery but burned the surgeon's hand. The handpiece was replaced. Additional information was received. The event occurred during secondary phaco. The procedure was completed with manual aspiration on the soft lens matter with an approximately 40 minute delay. The surgeon did not require medical attention. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The handpiece was returned for investigation. A visual test was performed to see any abnormalities with the returned handpiece. No visual issues were initially found on the returned handpiece. A full functional test was then performed on the handpiece. The handpiece was first tested on a ground resistance tester in which it passed. The handpiece was tested for flow rate as well and found to provide irrigation as well as aspiration within specifications. The handpiece was then connected to a calibrated system for testing tuning. The handpiece found to exhibit extreme temperatures peaking at 147f on the system after running for 5 minutes on 100% torsional and 100% ultrasound power. This was above the specification limit of 55 celsius per design specification. Upon further testing of 100% torsional power only, it was found that the handpiece provided unusual sound in such the handpiece was failing. No such issues were found when isolating 100% u/s stroke. On the dynamic tuning fixture (dtf) tuning was found to fail and for stroke testing on both ultrasound and torsional movements, both the ultrasound as well as torsional stroke were found to be below specifications. Upon opening up the handpiece, significant moisture ingress was found within the electrode chamber of the handpiece as well as throughout the horn. Moisture ingress shorting the high electrode to the ground has been experienced in handpieces to cause tuning system messages on the system; however, no conclusion has been determined for any relations with abnormalities in stroke and temperature with a handpiece experiencing moisture ingress. Based on the information obtained, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
H.3., h.6., evaluation summary: thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The handpiece was returned for investigation. A visual test was performed to see any abnormalities with the returned handpiece. No visual issues were initially found on the returned handpiece. A full functional test was then performed on the handpiece. The handpiece was first tested on a ground resistance tester in which it passed. The handpiece was tested for flow rate as well and found to provide irrigation as well as aspiration within specifications. The handpiece was then connected to a calibrated system for testing tuning. The handpiece found to exhibit extreme temperatures peaking at 147f on the system after running for 5 minutes on 100% torsional and 100% ultrasound power. This was above the specification limit of 55 celsius per design specification. Upon further testing of 100% torsional power only, it was found that the handpiece provided unusual sound in such the handpiece was failing. No such issues were found when isolating 100% u/s stroke. On the dynamic tuning fixture (dtf) tuning was found to fail and for stroke testing on both ultrasound and torsional movements, both the ultrasound as well as torsional stroke were found to be below specifications. Upon opening up the handpiece, significant moisture ingress was found within the electrode chamber of the handpiece as well as throughout the horn. Moisture ingress shorting the high electrode to the ground has been experienced in handpieces to cause tuning system messages on the system; however, no conclusion has been determined for any relations with abnormalities in stroke and temperature with a handpiece experiencing moisture ingress. Based on the information obtained, the root cause of the reported event cannot be determined conclusively.